Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a insulin syringe. The customer reports "the needle broke off in the patients arm and surgery is required for the removal of the needle."

Manufacturer narrative:
A sample is due to be returned for evaluation. An investigation is currently underway upon completion the results will be forwarded.